Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Occurred during bha surgery. During simplex cement injection, blood pressure dropped rapidly due to suspected pulmonary embolism, and there was a possibility of cardiac arrest. Resuscitation (cardiac massage, etc.) Was attempted, but the patient did not regain consciousness, and the family decided not to continue life-sustaining measures.